Event description:
Device malfunction: device #2 needle-to-cuff miss. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose proglide device, attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, when the needle plunger was retracted the needle was not captured by the cuff. The device was removed and a second proglide was used with the same results. The device was removed and a third proglide was used to achieve hemostasis. There were no reported adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
(B) (4): device #1: part #12673-03, lot #82036-6h indicated is being filed under medwatch MFR number 2953144-2010-00266. The device is expected to be returned for evaluation. It has not yet been received.